Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018, lead shock impedance was noted as fluctuating above 150 ohms. On (B)(6) 2019, patients shock impedance was still noted as out of range by clinic. On (B)(6) 2019, this lead was explanted due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.